Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous mid right coronary artery (rca). An unspecified stent was deployed. Ivus results confirmed that the stent was not well apposed, so a 12mm x 3.75mm nc quantum apex¿ balloon catheter was selected to post dilate the stent. The balloon was inflated to 14 atmospheres and deflated. The balloon catheter was inflated again to 16 atmospheres; however, the balloon ruptured. The balloon catheter was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4). Device evaluated by MFR.:the device was not return. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).